Event description:
The patient underwent a successful revision of the ipg on (B)(6) 2019.

Event description:
The patient complains of internal pain and skin sensitivity at the ipg site ongoing since her (B)(6) 2018 implant. This was first reported on (B)(6) 2019. The ipg site is sensitive to movement and clothing. It also occasionally has bruising. Patient has also experienced unrelated surgeries and illness since the implant. She has scheduled a follow-up visit with her md.